Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device was setting up a new patient for normothermia and they are not very familiar with the device. It was set up in hypothermia. Guided her to stopping this therapy and starting a normothermia case. No rate on this device. Patient temperature 37.8c, target temperature 36c, water temperature 15.3c, fr 3.9lpm, good fit to pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was setting up a new patient for normothermia and they are not very familiar with the device. It was set up in hypothermia. Guided her to stopping this therapy and starting a normothermia case. No rate on this device. Patient temperature 37.8c, target temperature 36c, water temperature 15.3c, fr 3.9lpm, good fit to pads.